Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. The lots for the screws are unknown and therefore, the DHR (device history record) could not be reviewed. Two thin flap screws were returned and evaluated for the complaint that they were difficult to grasp. Based on the evaluation of the two screws, the complaint was confirmed that the screws could not be grasped well. Based on the evaluation of the two screws, the most likely cause was determined to be manufacturing defects with these two screws. These are screws are most likely an isolated incident as these are the only returns found with these types of defects. This is the first complaint received for this issue.

Event description:
It was reported that a surgeon had difficulty grasping two (2) thin flap screws. There are no adverse events associated with this file.